Event description:
Acuvue oasys for astigmatism lenses cause severe eye irritation including redness, itching and thick mucous discharge. This issue was never encountered with other brands/types of lenses. Brand new lenses are often folded in half within the packaging solution, other times lenses will not fit properly or do not appear to be of the correct power (vision improves but is still impaired compared to a non-defective lens). Edges of lenses frequently chip or tear after only a single day of wear and no handling, causing severe irritation. [Reason for use: myopia with astigmatism].